Event description:
It was reported that the customer received the system upgrade and are having problems with their control module not getting adequate samples. The system displayed an error code, while in the sample mode trying to retrieve a specimen. A second holster was placed onto the system and the error code persisted. The case was stopped with no samples retrieved. The pt was sent home under normal post biopsy instructions and will be rescheduled. Device will be returned for service.